Manufacturer narrative:
Journal article: comparison of standard versus modified stenting technique for treatment of tapered coronary artery lesions year: 2021 ref: 10.31083/j.rcm2203101. Age or date of birth: average age. Sex: majority gender. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
An article titled; comparison of standard versus modified stenting technique for treatment of tapered coronary artery lesions, was submitted. The aim of the study was to compare clinical outcomes between modified single stenting (mss) and conventional overlapped stenting (cos) for the treatment of tapered coronary artery lesions (tcals).the patient's for this study were selected by propensity score-matching resulting in 150 pairs of patients treated either by mss or cos from january 2015 to may 2019. Second-generation drug-eluting stents were used for both groups. Among these stents were medtronic resolute integrity drug eluting stents. Procedural outcomes included distal or proximal edge dissection requiring bailout stenting. Clinical outcomes at one-year follow up were myocardial infarction and target lesion/vessel revascularization (tlr/tvr).